Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a leaking reservoir during normal use of the insulin pump. Customer stated that the insulin leaks at second o-ring and the reservoir has been in use for 2 days. Customer reported that there was fluid in the pump. No additional information provided.